Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling pain in the back that radiated to the left arm and was concerned that the pacemaker was not working. Follow up information from the clinic indicates that the patient has not been seen since 2008. The device remains in use. No further patient complications have been reported as a result of this event.